Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user was instructed to discontinue use of cream and powder and to wash the affected site with (B)(6) soap. End-user was further instructed to notify cvt with any questions, concerns and/or add'l instructions. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.

Event description:
It is reported that for 2 weeks, end-user's skin presented with a 'rash' under top half and bottom half of tape border.